Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation.

Event description:
It was reported that after successfully completing a da vinci-assisted surgical procedure, the user inspected the medium large clip applier instrument prior to reprocessing and observed a missing part. The specific compromised area was unable to be confirmed. No other issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the site confirmed the specific area of damage was within the instrument housing. No functional issue during use. The instrument was not involved in a collision during use. The instrument was not dropped or damaged during reprocessing. Isi received the instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found input disk # 7 to be broken and missing. The missing input disk was not returned with the instrument. Other backend component adjacent to the broken input does not show damage. No detachment confirmed at the distal end of the instrument.